Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed there was no repair history. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacture for investigation; therefore, the exact cause of the reported issue could not be conclusively determined. Based on the service evaluation, the cause of the no image malfunction is due to a patient-side board failure the cause of the failure could not be identified, but since it was manufactured in 2014, the potential cause of the failure can be attributed to age-deterioration. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found the device had no image using 180 series type endoscopes due to a defective patient circuit board. Additionally, a software upgrade to the latest version was recommended. The device was repaired and returned to the customer. A review of the repair history shows no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that the evis exera iii video system center reportedly "was not able to run 180 scopes" during preparation for use. The device was returned for evaluation and upon inspection and testing, the video system was found to produce no image using 180 series type endoscopes due to a defective patient circuit board. No patient involvement or harm was reported.